Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found that the device battery was pre/approaching recommended replacement time (rrt). Weekly battery voltage trend data shows min battery equal to 2.973 to 2.639 volts between (B)(6) 2012, is before device rrt less than equal to 2.6251 volt.(B)(4).